Manufacturer narrative:
The device was returned to the customer unrepaired and the customer was advised not to use the device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device is not advancing past the user test screen when it is powered on. As a result, defibrillation therapy may be unavailable, if needed.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control further evaluated the customer's device and determined the cause of the reported issue was due to a faulty system pcb assembly. At this time, this device cannot be repaired due to part obsolescence. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device is not advancing past the user test screen when it is powered on. As a result, defibrillation therapy may be unavailable, if needed.